Event description:
Adverse event: "none reported" (no information). Product problem: "plume evacuator not working" (suction issues). A technician reports the plume evacuator is making a whining noise and suction seems to be variable at eye plane level. No patient involvement or injury has been reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).